Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room after receiving multiple shocks appropriately for a vf rhythm, multiple stored episodes of non-sustained rv oversensing were observed during device interrogation. There was intermittent undersensing on the discrimination channel which was causing these episodes. Intermittent undersensing of the patient's vt/vf rhythm on the v sense channel due to r-wave variability was also noted. Programming changes were recommended. Patient¿s condition was stable.